Event description:
Following implantable neurostimulator replacement the pt only felt stimulation on one side. High impedance measurements were read. The hcp re-opened the device pocket. Serosanguinous fluid had built up in the lead connection port of the neurostimulator. The fluid was sucked out and the components were dried and reconnected. The pt again felt stimulation on only one side. Lead and extension impedances were good when connected to a snaplid connector. The neurostimulator was replaced. After replacement the pt had good stimulation coverage. A follow-up report will be submitted if additional info becomes available.